Event description:
It was reported that the arctic sun device gave error message, hospital staff could not remember which one. Per review of wo on 07nov2025, device was used on patient and there was no impact. Per follow up information received via mail on 07nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient switched devices. Error logs have not been checked by technician yet. Per sample evaluation results received via task on 18nov2025, it was reported that the device was not cooling caused by a broken mixing pump. Flow related issues due to a broken pressure sensor on the manifold assembly. During draining this device for repair one of the drain valves broke. They drained it and saw that this device did not fill with the correct amount of water. Caused by a broken level sensor.

Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. The arctic sun 5000 was evaluated upon receipt. It was confirmed that the flow related issues due to a broken pressure sensor on the manifold assembly. Manifold assembly was replaced. After replacing these components, we performed a functional test and started calibration. Functional test, calibration and electrical safety test passed without problems. Device meets all criteria. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Corrections: b, d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave error message, hospital staff could not remember which one. Per review of wo on 07nov2025, device was used on patient and there was no impact. Per follow up information received via mail on 07nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient switched devices. Error logs have not been checked by technician yet. Per sample evaluation results received via task on 18nov2025, it was reported that the device was not cooling caused by a broken mixing pump. Flow related issues due to a broken pressure sensor on the manifold assembly. During draining this device for repair one of the drain valves broke. Per sample evaluation results received via task on 17dec2025, it was reported that they drained it and saw that this device did not fill with the correct amount of water. Caused by a broken level sensor.